Event description:
This pt was undergoing a laparoscopic "tep" hernia repair. During the procedure, the tip fell off the endo dissector into the pt's abdomen. The tip was retrieved without incident and there was no sequela to the pt. The MFR was notified by telephone, and the following day faxed a copy of the recall notice dated 4/17/00 which had previously been sent to this hosp's distributor, ssi. At the time of this incident, the or personnel involved were not aware of the recall. The endo dissectors with the lot numbers indicated in the report have been pulled from the shelf in the or and returned to the MFR.